Event description:
Boston scientific received information that this atrial lead exhibited noise and increased thresholds. A revision procedure was performed; the lead was removed and replaced. Upon removal, the atrial lead appeared heavily damaged. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the atrial lead revealed the conductor coils were crushed at 215-230 mm from the terminal pin. In addition, the insulation abrasion was present at 213-225 mm from the terminal pin. The anode coil was fractured at 220 mm from the terminal pin. The lead failed electrical testing due to the conductor fracture.